Event description:
It was reported that the external pulse generator (epg) displayed an error message at power on. Technical support (ts) explained the self-test error code and walked through replicating and clearing the error. The biomedical engineer powered on the epg, but could not replicate the issue and will check with the clinician on how they operated the device. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).